Event description:
The manufacturer received information that a garbin evo ventilator required maintenance. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to a third-party service center for evaluation. The device log files were successfully downloaded and reviewed in full. Review of the logs identified a "vent service required" alert associated with the battery system. The alert indicated that the internal battery could not be detected, consistent with a system pca failure via terminal voltage, wake voltage or smbus communication, or a failure of the internal battery. The detachable battery was replaced to address this condition. An additional "vent service required" alert was recorded, indicating that the internal or detachable li-ion battery was not charging due to a hardware fault for a duration of one minute or more. A "vent inop" alarm was also documented, indicating that the therapy cpu was running in boot monitor software. No additional components were documented to be replaced to address the issue. Additionally, as part of routine preventive maintenance, the air inlet foam filter and particulate filter were replaced. The customer complaint was confirmed. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.